Event description:
It has been reported to philips that the system was not booting up after tsm replacement. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not booting up. The customer contacted the district service manager (dsm) and received assistance from the local on-call fse. No further information regarding the reported issue as the customer resolved the issue from the local on-call field service engineer (fse). As the customer resolved the issue from the local on-call fse, so no work performed by philips. The codes were updated based on the investigation outcome.